Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a sigmoidectomy procedure, the surgeon attempted to fire the device for vascular treatment. However, the device locked onto the blood vessel and the jaws would not open when the handle was squeezed to open them. There was additional tissue resection to remove the device from the vessel. A new device was opened to complete the procedure. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that some of the clips did not form correctly. The additional resected tissue was not intended to be removed as part of the original procedure. This resulted in permanent tissue loss. A new product was opened to correct the problem.

Manufacturer narrative:
(B)(4) evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument revealed that the jaws were clamped with two fully formed clips lodged between the jaws. The handle was observed to be in a partially actuated position. Functional evaluation noted that the handle actuation could not be completed due to the presence of the lodged clips. Upon removal of the lodged clips, the instrument was observed to function properly. Thirteen clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that since the jaws were firmly closed and completely fixed onto the blood vessel, the clip and jaws were removed by cutting both sides of the fixed clip. The device was removed with tissue clamped between the jaws.